Event description:
Info received indicates the hi/low drifts down after releasing the down control.

Manufacturer narrative:
The tech found grease on the hi/low drive brake drum. The tech cleaned the hi/low drive brake drum assembly to repair the bed.